Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported that they were able to clear the alarm. They were able to rewind the insulin pump. Customer did not reported the history of motor and motor piston encode error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.